Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual, essential tremors, movement disorders. It was reported that the MRI tech, when reading the op note, said they only saw one lead implanted. Caller reported the patient was having symptoms, unknown it was result of a bleed or device issue. Caller reported they had limited information. They had called back a little later and said it appeared the extension was there, but no lead was connected. Additional information was received from the patient stating that the symptoms they were experiencing were from their generator expiring, after 2.5 years of use. When asked about the extension not being connected to the lead the patient said it was scheduled to do at a later date. They were discussing doing both sides to control the left and the right side. The issue had not been resolved yet. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient had dbs for parkinson's, and that their lead was to be connected at a later date. The patient said they were experiencing shaking. They also stated they had a different placement and a new generator. The issue was partially resolved. There were no further complications reported.